Event description:
It was reported that while trying to treat a perforation in the left anterior descending (lad) artery, a 2.8x19 mm rx graftmaster was advanced toward the perforation and was unable to cross the proximal portion of the lad. The 2.8x19 mm rx graftmster stent did not cause or contribute to any complications or adverse events. Balloon angioplasty was done and the patient was sent to the operating room. Exploration only was performed as the perforation had sealed. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.